Manufacturer narrative:
The customer reported a complaint that "the thermogard ivtm system (sn# (B)(4) was powered on, but several minutes later, it shut down on its own and another several minutes later, it powered up on its own and shut down on its own again " which was confirmed during the functional testing and event log review. The root cause of the power console's issue was due to a defective power supply, likely attributed to the device's aging. The thermogard xp ivtm system was manufactured in 2015 and is 7 years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The event log review indicated several mid 8-7, system at off state and mid 8-8, system at on state, thus confirming the reported complaint. Also, in the event log, a mid:16 (software related) error message around the reported event date, unrelated to the reported complaint. Based on the event log, the error was cleared by the customer. Per the tgxp user manual, if a mid:16 error occurs during the treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. The user may then resume treatment. The preliminary functional testing failed due to the thermogard xp ivtm system repeatedly starts up and shuts down on its own. The power supply needs to bereplaced to address the reported complaint. As per azm division manager, this evaluation thermogard console is to be discarded because the price of the service repair is too expensive. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During ivtm therapy, the evaluation thermogard ivtm system (sn# (B)(4) was powered on, but several minutes later, it shut down on its own. Another several minutes later, it powered up on its own and shut down on its own again. The thermogard console continued to repeatedly power on and shut down on its own. Another thermogard console was used to begin with ivtm therapy. No consequences or impact to the patient.